Event description:
It was reported, the device had been overdischarged 3 times and as a result was at end of service (eos). Per the rptr, the pt had a history of non-compliance with recharging. The device needed to be replaced but a date had not been set at the time of this report.

Manufacturer narrative:
(B)(4).